Manufacturer narrative:
(B)(6). Additional product codes: hrs, hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) of the left distal femur done on (B)(6) 2015. There was no complication on the initial procedure. However, the patient experienced a postoperative late onset infection at the site, as evidenced by some draining and necrosis. The patient underwent a planned hardware removal on (B)(6) 2016. All implanted devices were removed and intact without complications or harm to patient. There was no time delay and procedure was done successfully. The status of the patient is stable. Long term treatment options have not been determined at this time. This is report 7 of 10 for (B)(4).